Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that out of range shock impedance measurements were noted via remote monitoring when it comes to this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. At the last check the values were normal. The system remains implanted. No adverse patient effects were reported.

Event description:
Additional information that the patient was brought in and maneuvers were done which showed no noise or impedance spikes. The patient was then laid on her side and out of range shock values were noted. An x-ray was performed and did not show a connection issue. The patient will continue to be monitored and the alert thresholds was raised to 150 ohms for monitoring.

Event description:
Additional information noted that the patient came in due to tones recorded, and upon interrogation of the device the rv lead check was noted due to out of range shock impedance measurements. The patient is scheduled for an x-ray to evaluate the connection of the device and lead or a possible revision procedure.

Event description:
Additional information noted that the patient was seen and a 1.1 j shock was performed which showed normal shock impedance values. An x-ray showed that the pin was all the way through the connect with the pin down. A routine follow up showed a few out of range shock impedance measurement but most values were variable within normal limits. The out of range impedance alert was raised to 200 ohms and continued monitoring was noted. No additional adverse patient effects were reported. A review of the case by boston scientific technical services (ts) noted that the issue was related to possible calcification or built up structure over the lead coil. Ts advised more frequent follow ups.